Event description:
Fao;ire cpde 812:02. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device.